Event description:
This lead was attempted, but not implanted, on (B)(6) 2012. Struggled with diaphram stimulation at implant in the upper lateral branch. Lead could not enter the lower-branch of the lateral branch because it was small with a tortuous take off. The posterior branch was not able to be accessed due to the difficult take off. The physician was dr. (B)(6) at (B)(6) cinic in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).